Event description:
It was reported that the customer was hospitalized with high blood sugars. Prior to the incident the customer noted bruising at the insertion site. Customer denied troubleshooting because she does not believed that the pump was a factor. She changed the infusion set the following day and blood sugars have been fine. Customer requested samples of the quickset because the doctor mentioned this type of infusion set would be better for her.